Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The pump was dry. The pump resumed normal operation and insulin deliver resumed after 20-30 minutes. The customer's blood glucose level was 107 mg/dl.